Event description:
During remote follow up, increased capture was observed on the right atrial (ra) lead. A micro-dislodgement was suspected but not confirmed. X- ray imaging was performed and no anomalies were noted. The ra lead was repositioned to resolve the event. The patient was stable.